Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify failed battery test alarm due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had open book image on the screen. The customer¿s blood glucose was unknown. Customer stated that insulin pump had failed battery alarm display before the open book image was displayed on the screen. Customer stated that they did not clear the alarm even though she already removed the battery and replaced it with a new energizer aa battery. The device will be returned for analysis.